Event description:
Complainant alleged that during patient use the autopulse resuscitation system performed one compression, then displayed a user advisory ua 02 (compression tracking error) message. Medics reset the lifeband, checked the patient position and restarted the platform again. The platform analyzed the patient's size, however, it would not perform compressions. Medics reverted to manual CPR (exact length of time is unknown). Customer reported that information regarding the patient is not available. No adverse patient sequelae was reported. Customer also indicated the reported complaint was able to be replicated back at the station when tested with a mannequin. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.